Manufacturer narrative:
The technician replaced the left hand caregiver power control board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the bed had no function. No patient impact.